Event description:
It was reported that a (B)(6) male underwent a ring explant after an implant duration of approximately one (1) year. Through follow up with the health care provider, it was learned that the reason for explant was not due to a malfunction of the device but due to severe regurgitation/insufficiency, mitral stenosis, and partial dehiscence of the ring. Per the operative report, "the mitral regurgitation was probably due to dehiscence of the ring in addition to restriction of the posterior leaflet." The edwards ring was removed and a 27 mm edwards pericardial prosthesis was seated. The valve functioned properly, the patient came off from bypass, and was transferred from the or in satisfactory condition.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis. Based on the available information, the root cause of this event could not be confirmed. However, it appears that this event was likely due to patient and/or technique related factors. Ring dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate valve repair or prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. No further actions are possible at this time.